Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl with large ketone levels and vomiting. Correction boluses via the pump were delivered and manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue.